Event description:
The customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed and the alarm history shows an error alarm and does not show any basal rates programmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report to the best of our knowledge.